Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump would not charge normally despite the attempt of multiple cables and power sources. There was no impact to the customer's blood glucose level. Then the pump battery gauge dropped from 85% battery life to 5% after being plugged in to charge. It was indicated that the customer would use backup pump as alternate insulin therapy.